Event description:
Jaws of olympus pk cutting forceps would not lock into position for device activation to seal tissue during laparoscopic assisted vaginal hysterectomy. Handpiece replaced with one of different lot number, no further issues.